Event description:
It was reported that balloon burst occurred. The 80% stenosed target lesion was located in the calcified superficial femoral artery. A 5x200mm, 150cm ranger drug-coated balloon catheter was advanced for dilation. During the procedure, the balloon burst upon first inflation at rated burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was functionally tested by inflating it to rated burst pressure. The balloon was able to hold pressure. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported rupture. E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon burst occurred. The 80% stenosed target lesion was located in the calcified superficial femoral artery. A 5x200mm, 150cm ranger drug-coated balloon catheter was advanced for dilation. During the procedure, the balloon burst upon first inflation at rated burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.